Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). It was reported t hat when initiating the ins with the tablet, the rep was able to connect with the stimulator but as soon as the rep tried to press start use, the tablet froze, an error message appeared and they were never able to initialize the ins. From the images sent, the errors were: system error, code:0x75f6f4f5 and validation error 00 01 00bb. There were no known environmental, external, and patient factors that may have caused the event. The troubleshooting included turning off the tablet, and turning it on again = same problem; checking the version of the application = up to date, same problem; change tablet = same problem; use a new tablet = same problem; follow the procedure given by the senior product manager pain stimulation, western europe = same problem. Actions taken to resolve the issue were changing the vanta. The issue was resolved at the time of the report. No patient was involved in this event. Additional information was received. It was reported that there were 3 tablets used when trying to initialize the vanta ins and seeing the errors. It was reported that it was not possible to communicate with the vanta stimulator so to go and compile a medtronic data report.

Manufacturer narrative:
H3: product ID 977006, serial# (B)(6) was returned for product analysis. Analysis found the returned device passed all testing in the laboratory and no anomalies were identified. Other relevant device(s) are: product ID: a71200, serial/lot #: unknown, g2. Foreign: switzerland. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.